Event description:
A discordant positive immulite 2500 stat troponin assay result was obtained on a pt sample when compared to another troponin test method. The discordant positive troponin results were not released and negative troponin results were reported for both pt samples. There was no known report of pt treatment being altered or adverse health consequences due to the discordant positive stat troponin assay results for both pt samples.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation. Analysis of the system by the fse indicates that there are no known causes for the discordant positive immulite 2500 troponin result. The fse performed a functional system check and optimized the wash station dqa tests with the spin speed. The instrument is performing with specifications.

Event description:
A false positive immulite 2500 stat troponin assay result troponin result was obtained on a second pt sample when compared to another troponin test method and repeat testing. The discordant positive troponin results were not released and negative troponin results were reported for both pt samples. There was no known report of pt treatment being altered or adverse health consequences due to the discordant positive stat troponin assay results for both pt samples.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation. Analysis of the system by the fse indicates that there are no known causes for the discordant positive immulite 2500 troponin result. The fse performed a functional system check and optimized the wash station dqa tests with the spin speed. The instrument is performing with specifications.